Event description:
Male patient in 50's admitted for bone marrow transplant. Catheter inserted by physician in subclavin artery. An IV was hooked up to the catheter, dressing became soaked. Chest x-ray showed catheter was severed. Patient went to surgery to remove catheter. A part of the clavicle was removed.